Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the insulin pump alarmed failed battery test. Troubleshooting was performed, the battery contacts were cleaned, and new battery was inserted into the insulin pump and the device alarmed failed battery test, again. The customer already had tried a different battery cap. Another, new battery was inserted, from a fresh package, and the device alarmed the same alarm, again. The customer was offered a replacement insulin pump. Nothing further was reported.